Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator due to insufficient reprocessing. The reported event (defective lever) was confirmed. The forceps wire was cut which resulted in forceps skip or sway in the upper half of the endoscopic image and the forceps raising angle not meting standard value. In addition, the grip had a scratch, the switch box had a dent, the forceps channel port was shaved, the air/water cylinder and suction cylinder had discoloration, the objective lens had a chip, the connecting tube had buckling, the distal end had foreign material or stain, the adhesive around the objective lens was worn, there was corrosion around the lever arm, and the universal cord was scratched. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the albarran lever was defective. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation foreign material. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: - the device was returned to repair center without conducting reprocessing. Therefore, foreign material adhered to the forceps elevator. - brushing around the forceps elevator was insufficient due to insufficient forceps elevator angulation. - user facility was insufficiently trained on device handling and reprocessing before returning to repair. The root cause of why device was not reprocessed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped detect or prevent the foreign material clogging the air/water nozzle: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Inspection of the endoscope clearly states on foreign material at forceps elevator during inspection prior to use. Therefore, the suggested event was detectable." "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.